Event description:
An ocd lab specialist observed fluid dispensing at an angle from the reagent metering probe while troubleshooting condition codes. Under these conditions, an erroneous result could be obtained which may lead to inappropriate physician action. There was no report of pt harm as a result of this event.

Manufacturer narrative:
Investigation summary: investigation into this event indicated a partial occlusion in the reagent metering probe that could impact delivery of reagent fluid. The ocd field engineer replaced the reagent metering probe. The cause of this event was a partially occluded reagent metering probe.